Event description:
It was reported that during battery replacement, the extension was visibly degraded and difficult to work with. It had a brown coloring to it as well. It required an excessive amount of force to remove from the patient's battery, enough force that rep thought the extension was going to be broken. After it was removed, it had lost its structural integrity and was no longer able to be inserted into the new battery. Even after troubleshooting we could not insert it fully and ended up leaving it partially inserted, with high impedances on every contact. They tried adjusting the implant set screws repeatedly but they were not the issue. They also opened a pain extension with the hope that it would be easier to insert the extension into, but this also didn't work. Eventually the surgeon started using the torque wrench to try and push the extension into the port, knowing this would likely damage the extension but hoping for some sort of success. Nothing worked, the lead was too "degraded" (surgeons words) and could not be inserted. Surgery was delayed aprox 20-30 minutes trying to resolve. The patient now has high impedances on every contact on left side. It is currently unknown if they will schedule a stage 2 revision in the future. No intervention is planned at this moment. Clarification received that this was the right extension. Additional information received from patient rep noting the patient has been extremely sleepy and not moving a lot. Patient connected to the ins and saw code 1703. Caller said the patient right side lead was corroded so they only connected the left side and said they will see how the patient does. The caller was redirected to the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.